Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav which was not irrigating during use on the patient. It was initially reported that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported occlusion or no irrigation is not considered to be MDR reportable since it is highly detectable by the physician and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 7-apr-2025, additional information was received indicating the irrigation issue was suspected to be related to the catheter as there was no dripping of the irrigation saline. The issue was not noticed before use on the patient and there were no issues related to flow at the start of ablation. There was no error from the irrigation pump.

Manufacturer narrative:
On 28-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: e1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav which was not irrigating during use on the patient. On 7-apr-2025, additional information was received indicating the irrigation issue was suspected to be related to the catheter as there was no dripping of the irrigation saline. The issue was not noticed before use on the patient and there were no issues related to flow at the start of ablation. There was no error from the irrigation pump. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).